Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to cardio-thoracic surgery, the device was unable to fire and it was impossible to use the loading unit. They also noted that the two clamps did not work that used the first reload. There was no patient involvement.